Manufacturer narrative:
The device analysis report is attached. This report is submitted on may 5, 2020.

Manufacturer narrative:
This report is submitted on march 20, 2020.

Event description:
Per the clinic, it was reported that the patient experienced an infected cholesteatoma, resulting in extrusion of the electrode array through the ear canal. Subsequently, the patient underwent revision surgery on (B)(6) 2020. During the procedure, the cholesteatoma was eradicated, and the ear canal and ear drum were reconstructed. The device was explanted in order to allow for the site to heal. The patient has not been reimplanted, as of the date of this report.